Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was reported that the customer had a blood glucose (bg) level of 325 (mg/dl) that was due to a medication that the customer was taking. Customer also reported that they were currently in the hospital due to a blood transfusion procedure. Customer stated that they administered an insulin injection to treat their bg level and indicated that they required assistance from a nurse. It was reported that the customer had manual injections available for alternate insulin therapy.